Event description:
The customer's sister called to report that the customer passed away due to low blood glucose. No blood glucose reading was reported. It was stated that the customer was alone and was wearing the insulin pump at the time of death. The sister also stated that someone at the hosp took the insulin pump, and it was never returned to the family. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.